Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The returned sample was evaluated and it was found that there was a slight issue only when the position of the cap was changed. The light was not stable when force was applied on the tip. Based on the investigation performed, the reported complaint was confirmed. This issue has been associated with CAPA (B)(4), in which the design of the spring and handle has changed. This product was manufactured prior to the design change.

Event description:
Customer complaint alleges "trulite mac 3 light failed during intubation. Doctor had to intubate without light." No patient harm reported.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned, however the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "trulite mac 3 light failed during intubation. Doctor had to intubate without light." No patient harm reported.